Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. A call sent to technical services on 03/14/2018 noted that the lead exhibited noise on the stored atrial tachycardia response (atr) episodes. Noise fit the pattern of minute ventilation signal oversensing. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).